Event description:
It was reported that implant box was empty upon opening.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.